Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure date and name of the index surgical procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How many days post-op did the patient present with symptoms? Was medical / surgical intervention performed when local treatment ¿not successful¿? What was the indication for the radiation therapy? Other relevant patient history/concomitant medications can you provide the 3-0 monocryl product code? Can you provide the 4-0 monocryl product code? If applicable, will product be returned, return date, tracking information what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Events related to subcutaneous and intracutaneous suture reported via mw 2210968-2019-89436.

Event description:
It was reported that the patient underwent breast surgery in april 2019 and suture was used. The patient underwent radiation therapy in june and july. Since the end of july, the healing process is not working well. The subcutaneous suture shows redness, swelling and slight pain. Intracutaneous suturing is closed. Local treatment with cortisone/fucidin was not successful. There were no intolerances or allergies known for the patient, nor were there any diseases of the skin or other underlying diseases. Additional information was requested.